Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/08/2016 with the following findings: evaluation revealed cgm history shows ¿cs206¿ cgm transmitter out of range warnings on 1/20/16. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation, unable to duplicate ¿cs206¿ complaint. Rf test failed due ¿read fw rev¿ error. The pump¿s cover was removed; no intermittent condition was found to the cgm module or to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a rf issue. This report is made based on results of investigation completed on 12/08/2016.